Event description:
It was reported that the head of the bed works but the foot of the bed does not, stating the motor is loose on the frame and makes a sound when trying the controls for the foot of the bed.

Manufacturer narrative:
It was reported that the head of the bed works but the foot of the bed does not, stating the motor is loose on the frame and makes a sound when trying the controls for the foot of the bed. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.